Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during preparation, an additional knot on the string of the ligator head was noticed which caused the device from being knotted to the handle. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found all bands present. The suture was attached to the ligator head and there were multiple knots over the suture loop. It was noticed that the ligator head was returned out of its plastic bag and the shrink wrap was completely removed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the velcro strap and handle assembly. A dimensional examination of the suture loop revealed that the knot was until the end of the loop and measured, 1 inch. Based on the condition of the returned device, it is most likely that the additional knot could have been made due to handling and manipulation of the device during the initial set up. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during preparation, an additional knot on the string of the ligator head was noticed which caused the device from being knotted to the handle. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.